Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had molding defects. This was discovered after use. The following information was provided by the initial reporter: tubes are slightly curved at the lower area.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had molding defects. This was discovered after use. The following information was provided by the initial reporter: tubes are slightly curved at the lower area.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for slightly curved tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and slightly curved tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.